Event description:
The patient received two leads with the same lot number. It was reported the physician had scheduled a procedure for the leads. Follow up identified the physician repositioned both peripheral (off-label use) leads on (B)(6) 2013. It was reported the patient received programming, and received satisfactory stimulation postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.